Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that thee button was raised to the cortex, and the graft began to be lifted with the white suture. It reached the top and the surgeon removed some more, and the suture was cut. We pulled the graft from the tibia and it was anchored, flexed the knee several times and pulled the graft again and was well fixed. It was fixed in tibia. The graft leftover was cut and when the striped suture was grabbed the button came off. I have the broken button and the sutures in my possession. The complaint device was received and evaluated. Visual observations revealed that the white and green suture were ruptured and was separated from green/white suture and frayed at the broken ends. The complaint reported was confirmed. The possible root cause for the damage in the suture may can got broken and frayed due to high tension while tightening during the procedure. However, no more information was provided about sharp objects used during the procedure. A manufacturing record evaluation was performed for the finished device [5l95389] number, and no non-conformance's were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthese mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: b5: subsequent follow-up with the customer, additional information was received. It was reported that the event occurred during an acl repair (anterior cruciate ligament). It was reported that there was a delay of 10 minutes in the surgery. It was reported that there were no patient consequences or impact to the user or patient. However, the consequence was that a strand of the tendon became lax. It was reported that the rigid loop was replaced with ¿milagro¿ screw fixation. It was reported that the case was completed and fixed with a miracle screw in femur instead of rigid loop. It was reported that the customer had different range of sizes in the loan set. It was reported that the customer had the complete set of milagro at the beginning of the surgery, which they used another implant of the same set. There was no alternative. There is no mitek stock at the itoiz sanatorium bank. It was reported there was no surgical intervention planned (e.g. X-rays, additional/change in procedures, prescriptions, otc, revisions). It was reported that until the end of the surgery, the surgeon planned to continue with the steps indicated for post surgery as to all his patients and did not comment on any extraordinary measures.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: correction: g4: the date received by manufacturer was reported as 12/31/2019 on the initial report and has been corrected to 1/7/2020.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: investigation summary ==> according to the information provided, it was reported that the device suture was broken and the implant came off. The complaint device is not being returned, multiples attempts for product return were made with no response, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device [5l95389] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot ==> a manufacturing record evaluation was performed for the finished device [5l95389] number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate via email that during an unknown procedure the button of the rgdloop adjustable stnd was raised to the cortex, and the graft began to be lifted with the white suture. It reached to the top and the surgeon had to removed some more, and the suture was cut. The surgeon had to pulled the graft from the tibia and it was anchored, the knee was flexed a few times and the graft was pulled again and this time was well fixed, it was fixed in the tibia. The graft leftover was cut and when the striped suture was grabbed, the button came off. No patient consequence and no surgical delay was reported. No additional information was provided.